Manufacturer narrative:
Concomitant device(s): 320-20-00, 5873052 - eq reverse torque defining screw kit; 320-42-00, 6507026 - equinoxe reverse 42mm humeral liner +0.

Event description:
As reported, approximately 1 yr postop a revision of rtsa due to traumatic dislocation, this (B)(6) y/o male patient was seen by dr. (B)(6) for a routine follow-up recently where it was found his shoulder was dislocated. A revision was completed. During surgery it was found that the liner had again disassociated from the tray. No traumatic event was reported by the patient since the initial revision. During the most recent revision the tray torque screw and liner were explanted and replaced. Explanted implants will be returned for evaluation. The surgeon¿s concern is that with the initial traumatic event, which disassociated the liner, many have damaged the locking mechanism of the tray and caused the subsequent liner implanted to dissociate from the tray. Patient was last known to be in stable condition. Devices will be returned for evaluation.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of a combination of the dislocation and the humeral liner disassociation. It is unclear if the dislocation allowed for the humeral liner to disassociate or if the humeral liner disassociation- which may have been the result of either incomplete seating of the liner during the first revision surgery, bone impingement, patient conditions, or a combination of the three- led to the dislocation.